Event description:
Line sets from the same lot# caused errors in the setup process of the b. Braun dialog hemodialysis machines. The venous and arterial line alarm kept alarming, causing the nurses to troubleshoot and manually calibrate the venous and arterial chambers until it resolved the alarms. This caused 15-30 minute delays in each instance. Health care providers were able to still use the line sets, but causing delays with each occurrence. The problem occurred using the 'streamline airless system set for b. Braun dialog machine'. Sample was sent to b. Braun for analysis. Waiting for findings of their investigation.